Manufacturer narrative:
Describe event or problem: remove concomitant medical products statement from verbiage: concomitant devices reported: unknown screws (unknown part & lot numbers, quantity:2). Concomitant medical products: remove statement (2) unknown screws from field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for two (2) unknown 2.7mm locking screws. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Device was not fully explanted. Device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for locking screws are not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2016 for implant removal of synthes products due to an infection. The patient was originally implanted with an 8-hole plate and screws on an unknown date as treatment for a distal tibial fracture. It is unknown how the diagnosis for infection was determined or whether the patient had symptoms associated with the diagnosis. The plate was removed. The surgeon had difficulty removing (2) locking screws and used a burr to remove the screw heads however, the shafts of the screws remain in the patient because the surgeon determined it would cause to much bony destruction to explant them (the malfunction is captured in com (B)(4)). There was a surgical delay of 20 minutes. The patient was implanted with antibiotic beads. The procedure was completed. Concomitant devices reported: unknown screws (unknown part & lot numbers, quantity:2) the intraoperative issue which occurred during hardware removal surgery on (B)(6) 2016 and which caused 20 minutes surgical delay is captured in linked complaint (B)(4). This report is for two unknown 2.7mm locking screws. This is report 1 of 2 for (B)(4).